Event description:
It was reported that the patient removed the pump from his pocket and there was no power to the pump. The patient is on vacation and went on a loaner pump immediately. The patient inserted a new battery into the pump and there is no power to the pump.

Manufacturer narrative:
Follow-up #1 11/02/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: moisture was observed behind the display lens. A leak test was performed and the display lense was found to be leaking. The pump was unable to power on. The pump was opened and moisture damage was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.